Event description:
The arterial (art) line was not producing a waveform on monitor despite physician verifying art line was in the radial artery. Staff changed transducer cords, changed which port the transducer was in, and had to troubleshoot the line: double checked that pressure bag was inflated and there was blood return and able to flush. Ultimately the art line setup had to be disconnected from the art line catheter and a new art line transducer was used with new art line setup. Patient needed art line for blood pressure monitoring due to sepsis and blood pressure dropping. New art line kit was used and the new setup produced waveform. Would assume previous art line kit was faulty.